Event description:
During a thoracotomy - device was used for clipping a branch of the pulmonary artery. Instead of placing a clip - device cut through the vessel. Significant bleeding occurred. Thankfully, it was not the main, vessel (pulmonary artery) that was cut. The result could have been tragic.